Event description:
It was reported a patient presented with dizziness due to oversensing right ventricular (rv) lead noise and inhibition of pacing. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.